Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with high, out of range, high voltage lead impedance. The svc coil was programmed off. The patient will be monitored with routine follow-up.